Manufacturer narrative:
The reported event of helix unable to retract was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was stretched/bent/damaged consistent with procedural damage and was clogged with blood/tissue. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the blood/tissue at the helix region and the stretched/ damaged helix consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, while repositioning the right ventricular (rv) lead within the body of the patient to find the optimal lead position, the helix of the rv lead was unable to retract. The rv lead was explanted and the physician noted tissue within the helix. The physician suspected the helix got caught on the tricuspid valve while removing the rv lead from the patient. The helix rotation was tested prior to introducing it into the body of the patient and no anomaly was noted. The rv lead was explanted and replaced to resolve the event. No additional intervention was required regarding the tricuspid valve. The patient was in stable condition.